Manufacturer narrative:
(B)(4): the device was evaluated on 10/26/2017. Upon evaluation, the complaint was confirmed. It was identified that one of the two lock plates was cracked. This deficiency was found during maintenance. Further investigation is required for this device malfunction. There was no reported patient involvement.

Event description:
On 9/19/2017, it was reported that the hercules 3 universal stabilizer arm was broken. Per the customer, it was discovered during maintenance that the locking part of the device was broken. It was reported that the device was not used abnormally since date of purchase. There was no reported patient involvement.